Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having a problem with their implantable pulse generator (ipg). They reported that the device was 'jerking down' their side and it felt like something was kicking them from the inside. The device remains in use. No patient complications have been reported as a result of this event.